Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the device was returned with the distal tip of the blade broken off. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clip during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. The analysis results found that the device b was returned with the blade scratched. Blade damage is caused by contacting an active blade with other surgical devices, staples or clip during the procedure or using any means other than the blade wrench to attach or detach the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. However, the instrument was tested and was found to be functional. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the instrument did not work after five minutes. Changed instruments but it did not work either after five minutes. The doctor changed the handpiece two times, and after he changed the handpiece/cable and instrument for the third time, it worked. There were no adverse consequences to the pt.